Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer found that latch sensor was not well seated, however when attempted to seat the sensor it would not remain engaged in the hardtop latch catch and fell out with light provocation. Replaced the latch sensor to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was failed to open. The customer stated that this malfunction caused a delay to the patient care and occurred while dispensing medication. There were no adverse events or injuries reported based on this event.